Manufacturer narrative:
E1: patient (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose event on (B)(6) 2025. The blood glucose level of the patient was 497 mg/dl. Therefore, the patient was hospitalized on (B)(6) 2025 for greater than twenty-four hours. Moreover, the patient had confusion and headache. Also, the patient faced redness and irritation at site. Moreover, the site was patient's abdomen. No further information available.